Event description:
It was reported that, "dr. (B)(6) was using the removal driver and the tip of the inner shaft broke off."

Manufacturer narrative:
Method - complaint history analysis, risk assessment. Results - there have been 68 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. The surgery was completed successfully and all metal fragments were successfully removed. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. Conclusion - a definitive conclusion could not be assessed as the implicated device was not available for evaluation. However, previous instrument failures have occurred due to user-error. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.